Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to ffrw (far-field r-waves). Concomitant product(s): 4968-60, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that there was far field r-wave (ffrw) oversensing on the right atrial (ra) lead, both prior to and after the r wave. There was also possible undersensing of very small p waves. Reprogramming had been performed in the past for the ffrw oversensing. The device was reprogrammed to a single treatment zone, and the device and lead are still in use. No patient complications have been reported as a result of this event.